Event description:
Customer states pump appears to be working but does not pump fluid. No patient involvement.

Manufacturer narrative:
Device was not returned. A follow up will be sent if new information is received.